Event description:
Edwards received information that a patient with an implanted mitral annuloplasty ring exhibited central mitral regurgitation secondary to increased ap diameter, after an implant duration of approximately three (3) years and nine (9) months. The patient underwent another repair of the mitral valve using another edwards annuloplasty ring. The subject ring remains implanted. There are no adverse events reported following the procedure.

Manufacturer narrative:
The subject device cannot be evaluated as it remains implanted in the patient. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The provided information and edwards investigation suggests nothing to indicate a device quality deficiency related to this event. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.